Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. Incorrect values were reported outside of the laboratory to the patient. The sample initially resulted with an elecsys anti-sars-cov-2 value of 2.01 coi (reactive) when tested with reagent lot 494813. The sample was repeated using the elecsys anti-sars-cov-2 assay (lot 494813), resulting with a value of 2.09 coi (reactive). It was noted that no negative control was tested prior to these sample measurements. The sample was tested using the igg and igm keul-o-test sars-cov-2 tests and all results were negative. On (B)(6) 2020, the patient was tested using an unknown polymerase chain reaction method and this result was negative. On (B)(6) 2020 and (B)(6) 2020, the complained sample was tested using the edi novel coronavirus covid-19 igg elisa kit, and all results were negative. One of these two tests resulted with a value of 0.217 (no units provided). It is unknown which date this value was measured. On (B)(6) 2020, the reporter calibrated new elecsys anti-sars-cov-2 reagent lot 496298 and tested control material. The control results were within acceptable ranges. After this, the complained sample was repeated using the elecsys anti-sars-cov-2 test lot 496298 and the result was 1.80 coi (reactive). The igg and igm keul-o-test sars-cov-2 tests and the edi novel coronavirus covid-19 igg elisa test do not have emergency use authorization from the FDA. The e 411 analyzer serial number is (B)(4).

Manufacturer narrative:
The patient sample was provided for investigation, where it was determined the sample is clearly reactive for the elecsys anti-sars-cov-2 assay. In addition, the sample has been tested and confirmed negative in two rapid assays and one, independent, roche in-house sars-antibody assay. The appearance of discrepant reactive results is rare (<0.2% of all samples) but to be expected for a serological assay. Per product labeling: "specificity: a total of 10453 samples were tested with the elecsys anti-sars-cov-2 assay. All samples were obtained before december 2019. The 21 false positive samples were detected. The resulting overall specificity in the internal study was 99.80 %."